Event description:
On (B)(6) 2013, the patient contacted animas to request a replacement pump. She alleges that pump is not delivering insulin properly. Patient refused to do any troubleshooting. She has allegedly had blood glucose (bg) levels of 400mg/dl with mild symptoms of headache and feeling sick. Refused to say what current bg is: said corrected with syringe and bg did return to normal. Patient refused to remove site and refused to go through pump to determine any issues. Advised patient without being able to rule out settings with pump and site, she could possibly have the same issues with a replacement pump. Patient still refused any troubleshooting. Cs advised will send replacement pump to confirmed home address for tomorrow's delivery. The blood glucose (bg) excursion does not meet the criteria for an adverse event. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/04/2013 with the following findings: no defect was found. Testing was unable to duplicate complaint during the investigation.the pump history shows the last bolus was on 07/16/2013 and the last basal was delivered on 07/15/2013. No alarms outside the range of normal patient use were observed in the pump history. The basal and boluses add up correctly and total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. No alarms occurred during testing. Pump found to be operating within required specifications and delivering accurately.